Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements that eventually resulted in high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting as well as the option to continue monitoring. The alert trigger in the remote home monitoring system was increased and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.